Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed a falsely elevated architect free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): initial result = 19.89 pmol/l, repeat = 16.91 pmol/l no impact to patient management was reported.